Manufacturer narrative:
The investigation into the reported patient injury has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the drop in the patient's hematocrit/hemoglobin levels. There was no bleeding observed from the impella access site. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. A drop in hemoglobin and hematocrit was noted, however, no visual impella access site bleed or hematoma was identified. The physician suspected a possible retroperitoneal bleed had occurred, however, a CT scan was never performed to confirm. A blood transfusion was completed.